Event description:
It was reported to us by the FDA, report number mw1042888, that the pt began feeling pain in the lower right abdomen within a month after surgery. Surgeon attempted to alleviate pain by removing sutures. Pain still persisted. Pt has been experiencing severe abdominal pain on repair site with no medical reason for it. Pt has had MRI, CT scan, ultrasounds, x-rays, gallium scan, meckel scan and barium enemas. Pt cannot function without pain killers. Pain is interrupting sleep and daily life.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.